Event description:
An endeavor drug eluting stent was implanted. Stent implantation details are unknown. Patient was asymptomatic at 30 day follow up. A non-sudden, cardiac death is reported to have occurred three months post initial stent implant.

Manufacturer narrative:
Evaluation codes, results: (death).